Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was break in aseptic technique. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with cefifime (1gm,daily, IV). Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.